Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The registered nurse (rn) reported the patient receiving an air detected in cassette alarm during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid leak was found on the pump module area and the external of the cassette. The rn was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated the patient aborted their treatment and did not perform manuals. The pdrn stated that it is unknown where the fluid leak originated from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment was performed and passed with no further alarms or issues. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, and a load cell verification test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The registered nurse (rn) reported the patient receiving an air detected in cassette alarm during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid leak was found on the pump module area and the external of the cassette. The rn was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated the patient aborted their treatment and did not perform manuals. The pdrn stated that it is unknown where the fluid leak originated from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.